Event description:
It was reported that the wands did not "snap" when plugged in and the controller alarmed when ablate was set to anything over 5. Procedure was completed using standard suction cautery. No patient injury or other complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller alarm or fail to activate a known good wand several times without incident. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. A known good wand was connected and reconnected to the returned controller 10 times. The wand connector "snapped" into the correct position and the wand was activated all 10 times without incident. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: 1. A power surge or power interruption to the subject controller, 2. Using an improper power cord or improper extension cord, or a loose power connection, 3. An issue with one of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.